Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a single light brown irregularly shaped particle in the bag. The reported condition was verified. No definite cause could be assigned to this condition. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in a 250ml eva bag. This was noted during filling. There was no patient involvement no additional information is available.